Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a superficial scalp and an area of small drainage with minimal redness and no pain. After exam an MRI showed a significant amount of signal on flair in the left hemisphere only but no signs of infection, fever, or any other symptoms. A dwi signal was reassuringly gone at the time of observation which suggested an abscess but now is not present. As a result the patient was prescribed oral antibiotics of cipro for 2 weeks with a return visit planned for (B)(6)2018. And a plan to image them again in the summer the event resolved without sequelae as of (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va1khca serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. The implant date was noted as 2017 (B)(6). The lot number was updated. The patient weight was noted as (B)(6) lbs. No further complications were reported as a result of this event.